Event description:
It was reported that inflation could not be maintained on one (1) size 8lpc, low pressure cuffed tracheostomy tube. This was detected during pre-insertion leak test, with no direct pt involvement. The 8lpc device was reportedly available to be returned to the MFR for identification, analysis and investigation. As of the date of this submission the 8lpc device has not been received by the MFR.